Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2013 with the following findings: during investigation, the contrast button was found to be unresponsive, which has no effect on insulin delivery. The keypad cover was removed and there was evidence of contamination found under contrast key contact. The display screen was found to be dim and discolored. The display was replaced with a test display for investigation and was found to function properly.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was evidence of contamination found under the contrast button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/02/2013.